Manufacturer narrative:
Customer/facility phone number: (B)(6).

Event description:
It was reported that the level 1 trauma fast flow disposable leaked while applying pressure through pressure chamber. The incident occurred during patient use. The product problem did not cause or contribute to any adverse patient effects.